Event description:
The customer fe described a lock up and no boot situation. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was reseated and the surge suppressor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.